Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or scrolling numbers were noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 124 mg/dl. The alarm occurred after a battery change. Advised that the insulin pump will be replaced. Nothing further reported.